Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician has reported "implant rupture." Device has been explanted. This relates to the right side.

Event description:
Physician has reported "implant rupture." Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated. Based on the device analysis the final assessment is: - one opening striated in the side anterior assessed as surgical damage.